Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the tubular part in which the angulation wire moves was deformed under the dented area of the insertion tube, which caught the angulation wire causing the reported event. Physical stress was most likely applied to the tube while the user was handling the device, which led to the dent. The event can be detected by handling the device in accordance with the following instructions for use (IFU): IFU urf-v3/v3r operation manual "chapter 3 preparation and inspection" section "3.3 inspection of the endoscope -inspection of the bending mechanisms" shows how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno videoscope had the bendable end of the distal tip stuck in a complete loop and it won¿t straighten. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the bending section flex is stuck due to the irregular shape. Additional findings include the following: the bending section cover had a leak, the distal tip metal was leaking on the adhesive, the plastic distal end cover was leaking on the adhesive, the bending section cover had a hole / cut and was leaking, the forceps passage had a restriction, the insertion tube was dented, the video cable was dented, and the angulation was low. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.